Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. Investigation: during the investigation of the product complaint for an error message, the cause was determined to be that the phaseinvertmodealg was not running on the inactive image in the case of turning thi off in dual in the software. This issue was resolved in a new software release. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a thyroid procedure, there was an intermittent us img_29 crash when the system was in dual format. The system was rebooted and the procedure was completed. There was no loss of data so the patient was not rescanned. There was no patient or user injury reported. No additional information was provided.